Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 5391, serial# (B)(4).

Event description:
It was reported that the physician connected the cable and it would not pace. The physician replaced the cable and the device was able to pace. It was indicated that it would be returned for repair. No patient complications were reported as a result of this event.